Event description:
It was reported by the contact person the device was used during a laparoscopic cholecystectomy. It was reported the trocar gasket leaked pneumoperitoneum, another trocar was opened to complete the case. There was no pt consequence.